Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. No printed or electronic ECG records from the reported event were provided. A clinical review of the reported information was performed by a physio-control clinical specialist with the following conclusions:  a device use error may have contributed to a serious injury (patient converted to v-fib following cardioversion shock). The sense markers were not correctly placed on the qrs complex when the shock was delivered. Per the ed clinical note it is reported that the "defib. Tied to sync. On s wave, unable to shift it and patient deteriorated so shocked at 100j then vp, dc shock at 175". The user noted that the sense markers were not placed correctly and they tried to alter the gain. The lifepak 15 operating instructions recommend to confirm that the triangle sense markers appear near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations, then adjust ECG size or select another lead. The user was synchronizing the qrs complex using the paddles lead ECG signal.  They attempted to increase the gain to improve the qrs sense markers.  When increasing the gain did not correct the sense marker position, the user should have followed the recommended steps of connecting to the ECG patient cable and ECG monitoring electrodes and select the most optimal lead for the sense marker placement.

Event description:
The customer reported that, during a cardioversion, the lifepak 15 monitor/defibrillator would not sync correctly and the patient converted to ventricular fibrillation after the shock was administered. The patient was diagnosed in ventricular tachycardia at a rate of 160. The defibrillator reportedly placed the sync markers on the 's' wave and the device user was unable to adjust the placement. The patient deteriorated so a 100 joule sync shock was administered. A second shock at 175 joules was administered after which the patient's rhythm converted to coarse v-fib. After 30 seconds of CPR was administered, the patient stiffened and went into a sinus rhythm with good output. The patient then needed "guedel" (oral airway) and jaw thrust for 10 minutes after which the patient was self-ventilating and talking.